Event description:
The company was informed that the pt is experiencing intermittencies followed by lose of lock with external equipment and internal device. Programming adjustments were made and external equipment was exchanged, however this did not resolve the issue. Revision surgery is under consideration.